Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6a., d.6b., h.6.

Event description:
Device has been explanted.

Event description:
Patient reported left side "inflamed", "rupture", "swelling", "pain", and "silicone noted in the left axilla." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported left side "inflamed", "rupture", "swelling", "pain", and "silicone noted in the left axilla". Device remains implanted.